Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse oximeter display was missing. There was no patient involvement. There is no report of death or serious injury associated with this event.